Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A review of the service history for the device revealed there is no previous service history for this device. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). A review of the device history revealed no issues that could have caused or contributed to the reported issue. The event history log of the device was reviewed and nothing was found related to the reported issue. The device passed both electrical and functional testing. External visual inspections found no issues. The power to the device was cycled multiple times with no issues. The device passed the seal, purge, and wet disposable integrity test and a short simulated therapy was performed on the device with no issues noted. An internal inspection found no burnt odor, smoke or soot. No failure or malfunction was identified that could have caused or contributed to the reported issue. The reported issue could not be duplicated or confirmed. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a burnt odor was coming from a homechoice device (hc) when the hc was turned on and patient not connected. The home patient (hp) stated that the hc smelled like a spoiled, burnt egg with a foul odor. The hp was not sure if it smelled like a burning part. The hp stated there was no smoke, just a smell. The baxter technical service representative (tsr) initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrived. There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction associated with the reported condition. No additional information is available.